Event description:
Customer reported a button error alarm on the insulin pump and stated that they are unable to clear it. Customer's current blood glucose reading is 145 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.